Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 6.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced six events of high blood glucose level on (B)(6) 2024. Was above 600 mg/dl at the time of the event. Infusion sets were used for 2 hours. Patient was admitted to hospital. Patient took correction bolus via pump. Patient changed supplies as necessary and resumed insulin therapy. No further information was available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-27301. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6005483 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6005483 was manufactured according to the work instruction (wi) version 111 packaging, on 14/feb/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 29/jul/2025 against malfunction code no malfunction based on complaint information, harm code untreated diabetic ketoacidosis or isolated elevated blood glucose which the patient is unable to self-manage requiring intervention by an health care professional (hcp) or requires emergency advanced life support to prevent permanent organ damage and lot 6005483 and no other complaint has been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.